Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. The patient was reported to have recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.